Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error. The customer¿s blood glucose level was 20.9 mmol/l. Troubleshooting was performed. The insulin pump did not pass the self-test. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 alarm noted, and rewind functioned properly during testing. The motor was tested outside of the device and passed. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.